Event description:
The customer reported that the insulin pump had not been priming properly for a week. Troubleshooting was performed and the insulin pump did not pass the displacement test. Advised the customer to revert to a back-up plan as the insulin pump needed to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.